Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, one of the 2.7mm titanium matrixrib locking screws-self drilling split the rib bone. The surgeon removed the screw and left that plate hole empty. There was a ten to fifteen (10-15) minute surgical delay. The procedure outcome and patient status is unknown. Concomitant device reported: unk-plate (part# unknown; lot# unknown; quantity:1). This report is for one (1) 2.7mm ti matrixrib lckng screw self-drilling/10mm. This is report 1 of 1 for (B)(4).